Manufacturer narrative:
The product information in section d provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had no delivery alarm. The blood glucose was 150 mg/dl at the time of the incident. Customer advised to run 5u on tubing only and no delivery alarm occured. Customer advised to monitor the insulin pump. Agreed replace box of sets and reservoirs. The reservoir will not be returned for analysis.